Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported an a/d channel error message. Per the fe, this error will prevent the system from booting up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.